Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, she experienced a blood glucose (bg) value of 482 mg/dl and was admitted to the hospital. The patient¿s bg reportedly started elevating the night prior to the event on (B)(6) 2013, she experienced nausea and vomiting and the patient¿s bg reading prior to bed was 350 mg/dl. It was noted when the patient awoke on the morning of (B)(6) 2013 prior to hospitalization, her bg measurement reportedly was in the range of 412 mg/dl to 450 mg/dl. The patient was reported to be still in the hospital, her bg was within normal range after being treated in the hospital and she is no longer on insulin pump therapy. The patient stated that the medical doctor in the emergency room believed that there was an issue with the pump and therefore causing the patient¿s bg to elevate. The patient reportedly was not comfortable using the pump anymore, remained off insulin pump therapy and is using regular injections for insulin treatment. Customer support (cs) reviewed the pump alarm history and there were no alarms noted related to the reported event. A review of the pump bolus history indicated all boluses were successfully completed and accurately recorded in pump history. The total daily dose was reportedly found to be correct and the patient confirmed that the basal rates were correct. There was no indication of a malfunction/delivery issue found with pump when cs performed troubleshooting. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy and due to the allegation from the hcp there may have been a delivery issue with the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: there were no alarms associated to the complaint noted in the alarm history; only typical usage observed. The total daily dose prior to the event add up correctly and reflect the users programmed basal rate showing the pump was delivering accurately. The pump went through a 29-hr flow accuracy test; pump passed and was found to be delivering within required specification. The complaint could not be duplicated during the investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.